Manufacturer narrative:
UDI: (B)(4). Investigation summary: complaint summary: it was reported by sales rep via complaint submission tool as follows: we open at the anchor. The sutures throat or tad was not fed through the anchor and was curled in the bottom of the paper packaging of the anchor. The anchor was discarded from the sterile field and another anchor was opened. No patient consequences. No surgical delay. Investigation summary: the device was received at cq without original packaging. Upon visual inspection, it was noticed that the healix advance sp threader assembly was not returned. It indicates that the device was being used. The complaint cannot be confirmed for the reported failure. There was no defects/no structural anomalies were observed on the anchor, dilator, driver shaft and stay suture. Mre has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The results show that this batch of product was processed without any incident. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. There was no nonconformance for this batch. Based on the information provided, we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l77781), and no non-conformances related to the reported complaint condition were identified. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on an unknown date, it was observed that upon opening the package, it was observed that the sutures throat or tad was not fed through the anchor, and was curled in the bottom of the paper packaging of the anchor. The anchor was discarded from the sterile field, and another anchor was opened. There no delay in the surgery. There were no adverse patient consequences reported. No additional information could be provided.